Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: when the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of the external valve device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of cause traced to device design due to the location of the damage, the design of the valve and its ability to remain intact while an object is inserted may have contributed to the damage seen.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive was selected for use. During procedure, the valve was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive was selected for use. During procedure, the valve was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.